Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during open heart valve surgery the right ventricular (rv) and left ventricular (lv) leads were damaged. The rv lead was partially removed, capped, and replaced. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.